Event description:
After 15 days of implantation, this pacemaker was explanted because of a pocket infection.

Event description:
After 15 days of implantation, this pacemaker was explanted because of a pocket infection.